Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) loss of capture. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances measuring greater than 2500 ohms on the left ventricular (lv) lead. Technical services noted impedances have been gradually increasing. It was noted there was no observation of noise and thresholds are good. Technical services recommended to continue to monitor and could consider checking the other vectors. At this time, the device and lv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited left ventricular (lv) loss of capture. At this time, the device and lv lead remains in service. No adverse patient effects were reported. Additional information was received which reported the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 2,500 ohms. Additionally, there was observations of noise. The device was reprogrammed to vvir. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.